Manufacturer narrative:
(B)(4). A vyaire field service representative(fsr) evaluated the device onsite and was able to verify the reported issue. The found that the inspiration transducer was at 3 instead of a normal 2015 which indicates a bad gde (gas delivery engine). The uim (user interface module) and gde (gas delivery engine) were replaced. All codes for serial numbers and model change were entered . Est (extended systems test) and ovp (operational verification procedure) were also performed. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the avea ventilator is getting high ppeak (peak inspiratory pressure) alarms. At this time, there is no information regarding patient involvement associated with the reported event.